Event description:
Customer reported signal loss from the dpm central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system's access point and reset the power to default setting which resolved the issue.